Manufacturer narrative:
The insulin pump passed he basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device had minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error about four timed while he was sleeping. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.